Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep that the tlc55 misfired. Rep stated that "no other details available." There was no consequence to the pt.